Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: did the patient receive any preoperative chemotherapy or radiation? No was this the first firing of the device? No 2nd if no, what is the scrub¿s experience with reloading the device? Yes where there any difficulties loading the device? No when was the staple retaining cap removed? Do not remember what provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? The surgeon used chaput clamp to align the area harmoniously (like usually) was the device difficult to close? Yes was the device closed and repositioned multiple times prior to firing? No was the device difficult to fire? No was the distal transection completed in one or multiple firings? Completed with one how the pin placed (manual or automatic)? Automatic with visual control how did the user confirm that the pin was in the proper orientation before firing? Visual control what trouble shooting steps were taken to open the device? Not possible to open the device how was the device removed? Careful distraction maneuvers that may have weakened the underlying anastomosis is it the surgeons usual process to do an unprotected primary anastomosis in a hinchey iii procedure? Yes, when local and hemodynamic conditions allow it . As the recommendations suggest. When the device was removed, was there a complete cut line? No when the device was removed, was there a complete staple line? No what is the current status of the patient? Having an ileostomy, awaiting recovery.

Event description:
It was reported that during the stapling of the terminal stump at the colo-rectal level, during surgery for hinchey iii perforated sigmoiditis, not possible to open the device after use. The maneuvers are delicate and weaken the lateral-terminal colorectal anastomosis. In view of the context of peritonitis the surgeon decides to create a lateral ileostomy for protection. Loss of time and need to make a temporary ileostomy with another procedure to plan.

Manufacturer narrative:
(B)(4). D4: batch # t5cw70. Device analysis: the analysis results showed that the cs40b device was received with no apparent damage and with a reload loaded in the device. The reload was received void of staples, with the washer uncut, with the drivers recess below. In addition, the returned reload was noted to have 3 staples stuck in the washer. The retaining pin was not connected to the coupler and pushrod. The device was tested for functionality with a test reload and it fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device lockout and the reload lockout were functional. The device fired without any difficulties. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. Event could not be confirmed as the retaining pin worked as intended. Please reference instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2021. H6: health effect ¿ clinical code = gastrointestinal system (e10). H6: component code = mechanical (g04). The device was received for additional evaluation. Upon arrival, the device was examined, and the retaining pin coupler not properly engaged with the push rod of the device was likely a cause of the loading technique. (Staple retainer removed prior to installation). The off-center indentation in the washer and staples indented in the washer are a sign of misalignment between the anvil/washer and the cartridge body. This can occur if the anvil and washer are not properly installed/engaged on the head of the instrument.